Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name and date not known. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Intra-op. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail no. How was procedure successfully completed? Procedure was successfully completed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture became detached from the needle at the swage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 03/03/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two labeled winding former and two needles product code eh7235h were returned for analysis with the packaging opened. The product code is double armed. As per the visual inspection of the needle, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole, and no suture remnant could be observed into the barrel hole. In the needle-suture piece, the needle was noted with marks and the suture was noted with damaged at the surface and the end cut appears to be by use of the surgical instrument. Due to the condition sample the functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. According to the information received, needle were detach from the swage/suture. Related to: 2210968-2022-00679, 2210968-2022-01457.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 additional information was requested, the following was obtained: *two needles were received for investigation. Please confirm how many needles were involved during this 1 procedure. Answer: not known. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.